Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of cardiopulmonary arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the patient adverse event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. An evaluation of the machine post-event found no issues and no issues were reported during the treatment. The patient¿s code and death are attributed to a major cardiac event. Patients on hemodialysis are at high risk for mortality with cardiovascular disease accounting for 54% of deaths within this population. Diabetes is significantly associated with sudden cardiac death (scd) regardless of dialysis modality; however, hypertension among other cardiac diseases is significantly associated with scd in hd patients and not those in peritoneal dialysis. This patient had comorbidities of both type ii diabetes mellitus and hypertension increasing the risk of sudden cardiac death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine can be excluded as the cause of the patient¿s cardiopulmonary arrest and death.

Event description:
On 12/jun/2023 a biomedical engineer contacted fresenius technical support and stated a patient coded during a hemodialysis (hd) treatment utilizing a 2008t machine. Additional information was provided through follow-up with the clinic administrator. This hd patient arrived for a regularly scheduled treatment on (B)(6) 2023. The patient received dialysis thrice weekly. The patient¿s pre-treatment vital signs were blood pressure (bp) 179/82 sitting, pulse 66, respiration 16, temperature 96.7. The patient¿s treatment was initiated utilizing a 2008t machine with a blood flow rate (bfr) set at 350 and a dialysate flow rate (dfr) set at 700. The dialysate was 3k, 2.5ca. The treatment began at 1433 hours. The patient exhibited signs of shortness of breath during the treatment (time not provided). At 1442 hours the patient complained of the stomach feeling tight and immediately became unresponsive with a fixed stare. The patient had no bp or pulse. The ultrafiltration (uf) was turned off and the saline line was opened. The patient¿s blood was partially returned resulting in an estimated blood loss (ebl) of 200ml. Cardiopulmonary resuscitation (CPR) was initiated, and normal saline was administered (volume not provided). Emergency medical services (ems) were called. CPR continued. The patient was not transported to the hospital and was pronounced deceased at the clinic. It was determined that the cause of the patient¿s code and death was a major cardiac event. Post code per clinic policy, the equipment was evaluated. The checks did not find any issues with the machine or products. There were no alarms or messages received during the treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 a biomedical engineer contacted fresenius technical support and stated a patient coded during a hemodialysis (hd) treatment utilizing a 2008t machine. Additional information was provided through follow-up with the clinic administrator. This hd patient arrived for a regularly scheduled treatment on (B)(6) 2023. The patient received dialysis thrice weekly. The patient¿s pre-treatment vital signs were blood pressure (bp) 179/82 sitting, pulse 66, respiration 16, temperature 96.7. The patient¿s treatment was initiated utilizing a 2008t machine with a blood flow rate (bfr) set at 350 and a dialysate flow rate (dfr) set at 700. The dialysate was 3k, 2.5ca. The treatment began at 1433 hours. The patient exhibited signs of shortness of breath during the treatment (time not provided). At 1442 hours the patient complained of the stomach feeling tight and immediately became unresponsive with a fixed stare. The patient had no bp or pulse. The ultrafiltration (uf) was turned off and the saline line was opened. The patient¿s blood was partially returned resulting in an estimated blood loss (ebl) of 200ml. Cardiopulmonary resuscitation (CPR) was initiated, and normal saline was administered (volume not provided). Emergency medical services (ems) were called. CPR continued. The patient was not transported to the hospital and was pronounced deceased at the clinic. It was determined that the cause of the patient¿s code and death was a major cardiac event. Post code per clinic policy, the equipment was evaluated. The checks did not find any issues with the machine or products. There were no alarms or messages received during the treatment.